Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure wound under the lifevest equipment. The patient¿s nurse described the area as a pressure wound from the garment straps rubbing against the breast area. There was no alleged device malfunction contributing to the wound. The patient¿s nurse placed a patch over the wound. Follow up indicated that the wound improved.